Manufacturer narrative:
One(B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿t1 was deployed and implanted through the meniscus, but t2 could not be advanced.¿ the protective blue split cannula was returned covering the needle. The white depth/penetration limiter was returned and trimmed. T1 was not returned. T2 and suture returned freed from the needle track. The manual advancement button and actuator was found fully advanced. Anchor advancement, release and stripping off are user controlled manual actions for this product. There is no automatic deployment mechanism. T2 typically releases with an easy tug of the suture. Inadvertent flexing and twisting can impede release of anchors. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscal repair surgery, the ultra fast fix curved needle delivery system's t1 was deployed and implanted through the meniscus, but t2 could not be advanced. Both anchors were removed from the patient. A back up was available to complete the procedure, with neither significant surgical delay nor patient adverse consequences.